Manufacturer narrative:
Stryker continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker will not request any patient identifying information to be in accordance with regulation (EU)#(B)(4) of the european parliament and of the council.

Event description:
The customer contacted stryker to report that their device does not power on. In this state the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
A stryker service representative, evaluated the customer¿s device. And was unable to duplicate or verify the reported issue. After completing other unrelated repairs, proper device operation was observed, through functional and performance testing. The device was returned to the customer. A cause of the reported issue could not be determined. Corrected data: section b of initial medwatch report indicates: the customer contacted stryker to report, that their device does not power on. In this state, the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event. Section b of initial medwatch report should indicate: the customer contacted stryker to report, that their device experienced an unexpected shutdown. In this state, the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.

Event description:
The customer contacted stryker, to report that their device does not power on. In this state, the device may not be able to deliver defibrillation therapy, if needed. There was no report of patient harm associated with the reported event.